Event description:
Dialysis machine was programmed for 5 ml per hour instead of 0.5 ml per hour of heparin. The error wasn't noticed until the entire amount was infused. No apparent injury to the patient.